Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with a bolus. The customer mentioned that he woke up with blood glucose of over 500 mg/dl and took a bolus of 12 units. The customer mentioned that he had a low reservoir alarm. The product was not returned for analysis.